Event description:
Allegedly, patient was revised due to pain, elevated cocr ion levels, metallosis, soft tissue attenuation. (Left)

Manufacturer narrative:
This is the same event as 3010536692-2015-00768.